Manufacturer narrative:
Other relevant device(s) are : product ID 3889-33 lot# va1fzw5, implanted: (B)(6) 2017. Product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017. Product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 03-apr-2021, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the health care professional was removing an old interstim system so that the patient could be implanted with a surescan micro system and  when they pulled the old lead out through the pocket site and all 4 electrodes stayed in the body as a result of the lead being stretched and broken. They did not attempt to remove them via a cutdown procedure  no further complications were reported/anticipated at this time.